Event description:
In 2009, the pt reported that for the past 15 days, he has had to change his insulin infusion headsets every 1.5 days. He stated he knows his blood glucose is increasing when he feels very tired and when he checks his headset it is wet. He said the adhesive on the headset is properly sticking but the headset is wet and the cannula seems to be out of the tissue. The pt stated his blood glucose today was in the upper 100's mg/dl with his normal reading being 100-120 mg/dl. He treated his reading by bolusing insulin and a couple of hours later, his reading elevated to 321 mg/dl. He checked his infusion site and the area was wet. He changed his headset and bolused 20 units of insulin, and his blood glucose is decreasing. The pt stated he has tried his leg and abdomen as sites with the same results. He has better results when he uses his side. He said he used the 8mm cannula and an insertion device to insert his headset. Tegaderm and an infusion set with a longer cannula was suggested and courtesy tegaderm, infusion sets and a guide to infusion site management were sent. On follow up with the pt the following month, he stated, he is using an infusion set with a 10mm cannula, and he is doing better. He stated he has reviewed the infusion site management book and has found the areas that do not work well for him. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.